Manufacturer narrative:
Innovative health llc became aware on 8-oct-2024 of a reprocessed webster cs uni-directional diagnostic electrophysiology catheter reported that "it looks like the cable might have gotten stuck in the catheter and the connector broke upon removal". No injuries or clinical signs/symptoms were reported. A review of the process control record was performed and no anomalies were noted. Innovative health received the device for investigation on 29-oct-2024. The device was visually inspected and the connector was confirmed to be partially detached from the device handle. The connector was not completed detached and remained connected to the handle via the internal wiring. No additional damage or defects were noted on the device. The pins in the connector were inspected and were found to be in good condition. The cable reported to have gotten stuck in the catheter was not returned along with the device for investigation. It is unknown whether or not this cable was reprocessed by innovative health.

Event description:
On (B)(6) 2024, it was reported that it looks like the cable might have gotten stuck in the catheter and the connector broke upon removal.